Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0455302v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had her spinal cord stimulation (scs) system removed ¿some years ago¿ due to mrsa ¿inside¿ her. The healthcare provider (hcp) later reported that the information from 2005 was not available regarding this event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.